Event description:
It was reported that the patient received inappropriate shocks. The patient was working in the yard as thunderstorms were approaching and believed they were struck by lightning, however this was not able to be confirmed. Inappropriate device discharge was noted at the time the patient reports being struck by lightning. Since that time there was a high number of short interval counts (sic) and non-sustained ventricular tachycardia episodes on the right ventricular (rv) lead. Oversensing and non-physiologic patterns were observed on the electrogram (egm) that were suspicious of noise. It was also reported that starting ten months ago the right atrial (ra) lead had high impedance and incessant oversensing and was suspected to be fractured. The ra lead also was not capturing at maximum output. The rv lead was turned off and subsequently explanted and replaced, and the ra lead was explanted and replaced. The device was nearing recommended replacement time (rrt) and was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event: the distal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: c154dwk implantable cardioverter defibrillator (ICD) (B)(6) 2008; 6947 implantable tachy lead, (B)(6) 2008; 5071 implantable pacing lead (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.